Event description:
Issues with her sciatic nerve being pinched [pinched nerve] having less difficulty however did walk with a cane and was careful [walking difficulty] get some tests done for arthritis/ had some in her knees as well as her back [arthritis] case narrative: initial information was received on 15-may-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case is cross referenced with case ID: (B)(4) and (B)(4) (multiple devices suspect for same patient). This case involves an elderly female patient who was having less difficulty however did walk with a cane and was careful, issues with her sciatic nerve being pinched, and get some tests done for arthritis/ had some in her knees as well as her back with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. It was unknown if the patient had any concomitant disease or risk factor. On (B)(6) 2021, the patient received 1st injection of series of hylan g-f 20, sodium hyaluronate in her left knee. On (B)(6) 2021, the patient received 2nd hylan g-f 20, sodium hyaluronate injection, liquid (solution) in her left knee at a dose of 2ml 3 times via route intra-articular (strength: 16mg/2ml, lot - arsp005c, expiry date and indication: unknown). On an unknown date after unknown latency, the patient had an issue with her sciatic nerve being pinched (nerve compression). She was having less difficulty however did walk with a cane and was careful (gait disturbance), which was helping her. As on her physician request the patient to get some tests done for arthritis and would see a specialist regarding her results for arthritis. She had some in her knees as well as her back (arthritis). Relevant laboratory test results included: laboratory test - on an unknown date: [has some in her knees as well as her back] action taken: no action taken for all events. Corrective treatment: walk with a cane for all the events. At time of reporting, the outcome was unknown for the event having less difficulty however does walk with a cane and is careful and not recovered for rest of the events. Seriousness criteria: disability for all events. Reporter causality: not reported for all events. Company causality: not reportable for all events. A product technical complaint (ptc) was initiated on 15-may-2023 (ptc start date) for synvisc (lot/batch number: arsp005c) with global ptc number: 100329618. The sample status of the ptc was not available and the ptc was set in process. Additional information was received on 12-jun-2023 from quality department: ptc number and details were added. Strength and formulation added for suspect. Text was amended.

Event description:
Issues with her sciatic nerve being pinched [pinched nerve] having less difficulty however did walk with a cane and was careful [walking difficulty] get some tests done for arthritis/ had some in her knees as well as her back [arthritis] case narrative: initial information was received on 15-may-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case is cross referenced with case ID: (B)(6) (multiple devices suspect for same patient). This case involves an elderly female patient who was having less difficulty however did walk with a cane and was careful, issues with her sciatic nerve being pinched, and get some tests done for arthritis/ had some in her knees as well as her back with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. It was unknown if the patient had any concomitant disease or risk factor. On (B)(6) 2021, the patient received 1st injection of series of hylan g-f 20, sodium hyaluronate in her left knee. On (B)(6) 2021, the patient received 2nd hylan g-f 20, sodium hyaluronate injection, liquid (solution) in her left knee at a dose of 2ml 3 times via route intra-articular (strength: 16mg/2ml, lot - arsp005c, expiry date: 28-feb-2023 and indication: unknown). On an unknown date after unknown latency, the patient had an issue with her sciatic nerve being pinched (nerve compression). She was having less difficulty however did walk with a cane and was careful (gait disturbance), which was helping her. As on her physician request the patient to get some tests done for arthritis and would see a specialist regarding her results for arthritis. She had some in her knees as well as her back (arthritis). Relevant laboratory test results included: laboratory test - on an unknown date: [has some in her knees as well as her back] action taken: no action taken for all events. Corrective treatment: walk with a cane for all the events. At time of reporting, the outcome was unknown for the event having less difficulty however does walk with a cane and is careful and not recovered for rest of the events. Seriousness criteria: disability for all events. Reporter causality: not reported for all events. Company causality: not reportable for all events. A product technical complaint (ptc) was initiated on 15-may-2023 for synvisc (lot/batch number: arsp005c) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 25may23) investigation (tj 12jun2023) batch # arsp005c, synvisc was manufactured on 26mar2020 with expiration date of 28feb2023 yielding 915 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there are a total of 10 complaints for mother lot arsp005 and sub-batches. (B)(4) arsp005e syringe broken while use; (B)(4) arsp005d adverse event; (B)(4) arsp005d adverse event; (B)(4) arsp005c device leakage nos / adverse event; (B)(4) arsp005c without/ not enough effect; (B)(4) arsp005c without/ not enough effect; (B)(4) arsp005c without/ not enough effect; (B)(4) arsp005c adverse event; (B)(4) arsp005c adverse event ;(B)(4) arsp005c adverse event. There is no quality related defect that would attribute to a death or serious injury. This review has not indicated any safety issue. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to adverse events. Trend analysis will be performed on a periodic basis ''product event handling'' to determine if a CAPA is required. The final investigation was completed on 15-jun-2023 with summarized conclusion as no investigation possible. Additional information was received on 12-jun-2023 from quality department: ptc number and details were added. Strength and formulation added for suspect. Text was amended. Additional information was received on 15-jun-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly.

Event description:
Issues with her sciatic nerve being pinched [pinched nerve]. Having less difficulty however did walk with a cane and was careful [walking difficulty]. Get some tests done for arthritis/ had some in her knees as well as her back [arthritis]. Case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case is cross referenced with case ID: (B)(6). This case involves an elderly female patient who was having less difficulty however did walk with a cane and was careful, issues with her sciatic nerve being pinched, and get some tests done for arthritis/ had some in her knees as well as her back with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. It was unknown if the patient had any concomitant disease or risk factor. On (B)(6) 2021, the patient received 1st injection of series of hylan g-f 20, sodium hyaluronate in her left knee. On (B)(6) 2021, the patient received 2nd hylan g-f 20, sodium hyaluronate injection in her left knee at a dose of 2ml 3x intra-articular (lot - arsp005c, expiry date, indication and strength). On an unknown date after unknown latency, the patient had an issues with her sciatic nerve being pinched (nerve compression). She was having less difficulty however did walk with a cane and was careful (gait disturbance), which was helping her. As on her physician request the patient to get some tests done for arthritis and would see a specialist regarding her results for arthritis. She had some in her knees as well as her back (arthritis). Action taken: no action taken for all events. Corrective treatment: walk with a cane for all the events . At time of reporting, the outcome was unknown for the event having less difficulty however does walk with a cane and is careful and not recovered for rest of the events. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: disability for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.